Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The correct lot number of the concomitant medical device metasul head adapter was received. D10: medical products: metasul ldh, head adapter, m, 0, taper 12/14-18/20 catalog#: 01.00185.146; lot#: 2414478. This new information does not change the investigation results previously submitted. Zimmer biomet¿s reference: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report is being filed to relay additional information, which was unknown at the time of the previous submitted report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description (event details, per) it was reported that patient underwent left total hip arthroplasty (B)(6) 2007. Subsequently, patient's cobalt/chromium levels and titanium levels shot up and she was experiencing pain/pressure in her hip joint. Titanium levels went up to 30.9 and normally should be 12. Patient was revised (B)(6) 2021, during the procedure the surgeon encountered a large sack full of puss and other stuff. Surgeon told the patient it was from the metal on metal in her hip; from the stem and the cup. Stem was cut out and a claw construct used to keep patients bone secure. Review of received data: pictures, x-rays (if applicable): no evaluation of the pictures/x-rays as the reported event is already known and addressed. Surgical report: according to the received surgical reports, the reported event can/cannot be confirmed. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: no product was returned for visual examination. Review of product documentation: device purpose: this device is intended for treatment. DHR review: review of the device history records did not identify any deviations or anomalies during manufacturing. Conclusion no further investigation required as this issue is known and addressed (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Medical products: metasul ldh, head, 40, code f, taper 18/20, catalog#: 0100181400; lot#: 2406077, metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog#: 0100185146; lot#: 2414476, modular femoral stem press-fit plasma sprayed cementless size 9, catalog#: 00771300900 lot#: 60806850, modular neck e2 12/14 neck taper use with +0 heads only, catalog#: 00784802101; lot#: 60819904. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Revision due to elevated metal ion levels.